Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the coil concerto helix 8mm x 30cm and coil concerto helix 2mm x 6cm, resistance was felt when advancing the coil within the microcatheter, and the coil could not be deployed. The coil became stuck in the distal location of the catheter. The catheter and coil were not damaged. The devices were never implanted. The devices were prepared according to the instructions for use (IFU). The catheter and coils were not damaged. No patient symptoms, complications, adverse events, illnesses, infections, irregularities, or deaths were reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that catheter resistance occurred in the distal section. The coil came out of the introducer sheath smoothly. A continuous saline flush was administered and maintained as indicated in the IFU. No kink/damage to the coil and catheter was observed after removal. The catheter was not a medtronic product, model/lot number unavailable. It was clarified that the report of "could not deploy" meant that the coils were stuck within the microcatheter before it could be deployed. No pushwire damage was observed after removal from the patient. The information is confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported can't confirm if the coil would be able to detach. There was resistance when the physician attempted to advance the coil to deploy it, however since there's no successful deployment, there was no attempt to detach it. A coil has to be successfully deployed into the vessel before detachment.